Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Correction to section d: primary product batch/lot number was updated to k10240314 0395.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: it was noticed that the device had damage at the distal tip upon arriving at the sterilization department. The cables were damaged. No material was missing from the device.

Event description:
Refer to h11 for follow-up information.